Event description:
It was reported that patient was sent to the emergency room for increase in seizures. Patient was given medication and physician wanted to get drug levels to rule out low levels as cause for increased seizures. No drug levels were provided. Patient will likely have a battery replacement surgery. Battery life calculation was performed and it was noted that the generator still has approximately 0.43 years before the eri is yes. The cause of increase in unknown at this time.